Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump has blank display. The customer reported that the insulin pump died since her battery died. The customer changed the new battery in the insulin pump but the insulin pump will not turn on. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed. The customer reported blank display. The customer reported that the display was not blank less than 30 seconds. Advised customer that a new battery cap will be shipped. Insulin pump will not returned for analysis.